Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was having problems with her blood glucose this morning. Customer stated that the issue has been happening since sunday. Customer only had coffee this morning and gave herself a bolus. Customer's blood sugar is currently 490 mg/dl. Customer had high blood glucose over the past 3 days. Customer's blood glucose was 110 mg/dl at the time of the incident. Customer stated that she is feeling a little dizzy and she wants to contact her health care provider. Customer treated with 10 units of novolog. Customer's blood glucose was 396 mg/dl yesterday.